Event description:
A 6f angio-seal vip was successfully implanted following a procedure. A pre-deployment angiogram was performed that confirmed the puncture site was suitable for the use of an angio-seal. It was reported that the pt had good pulses following the procedure. The pt was discharged. The pt presented to the hospital four days later with right leg pain. A CT was performed that revealed decreased blood flow distal to the angio-seal. The vessel occlusion was located at the site of the angio-seal. The pt was admitted to the hospital and treated with anticoagulants. The physician reported the event most likely occurred due to the pt's history of severe peripheral vascular disease.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.